Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of "(B)(6) is not populating (yellow)" was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) reported that matrix drawer number 11 was not responding. The fse removed the back panel, and the drawer board was taken off. The fse replaced it with a new drawer board. Tsc was contacted remotely to configure the drawer board, and the drawer number 11 was opened multiple times, and the station was confirmed to be working with no issues observed. During dchu visual inspection: pn 151730-21: the unit revealed signs of thermal damage, specifically on component u501. No fluid ingress, loose components, or other anomalies were observed. During dchu testing: pn 151730-21: no testing was required due to evidence of thermal damage observed on the u501 component. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified as thermal damage to component u501 on the pcba pmc pyxis mini resulting from an electrical failure. This damage compromised communication and control signals, preventing the drawer from leading to overall system malfunction.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the matrix drawer was not populating. As per part investigation, it was determined that there was thermal damage to component u501 on the pcba pmc pyxis mini. There were no adverse events or injuries reported based on this event.